Event description:
The device did not fire completely. Some of the staples did not come out of the device. There was no harm to the patient and the procedure was complete with another device.

Event description:
The device did not fire completely. Some of the staples did not come out of the device. There was no harm to the patient and the procedure was complete with another device.